Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.